Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by legal team, patient had a hip replacement in 2015 and have had another surgery due to the defective exactech poly that was implanted.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by legal team, patient had a hip replacement in 2015 and have had another surgery due to the defective exact tech poly that was implanted. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of surgical revision cannot be conclusively determined; no reason was provided. These devices are used for treatment not diagnosis.